Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device." Engineering evaluation summary: the device evaluation showed no observable damage nor abnormalities of the dual lumen catheter, transition, and olive tip. It was observed that the transition was separated from the dual lumen catheter, and there were bends and kinks observed on the distal shaft. The findings of the evaluation are consistent with the reported event description, which stated that ¿the top of the catheter¿ was broken. No root cause for the observation of transition separation could be identified. A manufacturing deficiency associated with the sb device was not identified during the device evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, patient underwent an endovascular procedure to treat an aneurysm utilizing a gore® tag® thoracic branch endoprosthesis (tbe). Reportedly, the thoracic branch aortic component portal landed sideways at 9'0 clock position instead of 12'o clock position, which is the ideal position. After deploying, the side branch device inside the tbe main body graft, they could not remove the catheter. It ended up breaking the top of the catheter and leaving the olive tip inside of the graft. The olive tip was retrieved and patient is doing good after procedure. The 9'o clock position was due to patient anatomy and possible misalignment during deployment as it was tortuous. The final positioning of the side branch was patent with efficient blood flow and were able to balloon as part of the procedure to make sure it stayed open. The main body also remained patent.